Event description:
The customer was hospitalized for high bgs. The customer did not feel well to continue testing. A day later, the customer called back for further troubleshootng and assistance. However, customer could not see the display.